Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(6) 2016. The local representative reported that the patient had changed clinics and was being seen today for a scheduled device check. It was reported that this patient had received shock therapy approximately 6 months ago and the local representative was planning to interrogate the device to review the arrhythmia log book. Upon review of the device's arrhythmia log book, an episode was identified and the patient did have appropriately delivered therapy for a spontaneous episode of ventricular fibrillation (vf) in (B)(6) 2015. The patient received two shocks and the recorded shock impedance was 163 ohms (for a patient of average stature). Ts explained that the high impedance could indicate that the coil is not down to the sternum. Ts commented that an x-ray would be required in order to confirm electrode position. There has been no additional shock therapies since (B)(6) 2015. Boston scientific received information from the field clinical representative that no x-ray was obtained and no reprogramming was undertaken, the available information suggests that the device and electrode remain in-service.